Event description:
Waveform dampened or inaccurate; it was reported that wave form overdamping was observed when thermistor connector was connected to cable.

Manufacturer narrative:
Device will not be returned from customer.